Manufacturer narrative:
Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position as the valve was implanted at 10mm on the ncc and 14 mm depth on the lcc. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a moderately calcified annulus, the valve dislodged. Upon deployment, the valve was targeted at 4 to 6 mm depth, but slipped toward the left ventricular outflow tract (lvot). The valve was implanted at 10mm on the non-coronary cusp (ncc) and 14 mm depth on the left coronary cusp (lcc). Echocardiogram revealed moderate to severe paravalvular leak (pvl) originating from the upper section of the sealing skirt. A snare was used to pull up the frame loop and adjust the implant depth. This resulted in moderate pvl. A second transcatheter bioprosthetic valve was implanted valve in valve resulting in mild to moderate pvl at the site where regurgitation was identified during the first valve implant. Angiography confirmed that the valves were sufficiently sealed and hemodynamics showed no gradient. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.